Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 62021ud01 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 62021ud01.

Event description:
The customer observed a false positive architect total b-hcg result for one female patient. The sample was repeated and the result was negative. The following data was provided: initial result = 1869.23 miu/ml repeat result = <1.2 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one female patient. The sample was repeated and the result was negative. The following data was provided: initial result = 1869.23 miu/ml repeat result = <1.2 no impact to patient management was reported.